Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a transfer set and a covidien adapter. The nurse reported that the transfer set connector was not tight enough and some of the threads were still exposed. It was reported that there was no damage or residue on the threads of the transfer set or adapter. It was reported that a device clamp and a turn kit were used to assist to make the connection and betadine was used to sterilize it. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.